Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys troponin t stat assay (tntstat) on a cobas e 411 immunoassay analyzer (e411). A sample from the first patient was tested and resulted as 0.074 ng/ml and this value was reported outside of the laboratory. The initial tntstat test was ordered for the sample 2 hours after it was collected. The sample was stored in the refrigerator prior to initial measurement. The physician did not believe the result, so he requested for a new sample to be collected from the patient. A second sample was collected from the patient and tested, resulting as < 0.010 ng/ml. The first sample was then repeated twice on (B)(6) 2017 and both results were < 0.010 ng/ml. The patient had an EKG performed and the result from this test was normal. The patient had no invasive procedures performed and had to wait for the test results after collection of the second sample. A sample from the second patient was tested on (B)(6) 2017, resulting as 0.010 ng/ml. Approximately 3 hours later, a second sample was collected and tested, resulting as 0.034 ng/ml. The 0.034 ng/ml result was reported outside of the laboratory. An EKG was performed on the patient and there was nothing abnormal noted with it. The patient was in no pain and in good physical spirits. The second sample was repeated and the result was < 0.010 ng/ml accompanied by a data flag. The customer went to discuss the results with the physician and discovered that the patient was being prepared for transport to another facility. The second sample was then repeated a second time, resulting as <0.010 ng/ml accompanied by a data flag. Based on the repeated values and the patient's clinical picture, the physician decided to send the patient home instead of transporting the patient to a different facility. The patients were not adversely affected. The tntstat reagent lot number was 17644300, with an expiration date of 08/31/2017. The field service engineer ran performance testing and this testing showed that the measuring cell was not performing within specifications. He determined that the measuring cell was aged and worn. He replaced the measuring cell and as a preventive measure, he replaced cell tubing. He ran performance testing and this was within specifications. The customer ran calibration and controls; these were within expectations.